Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01456.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein into inferior vena cava (ivc) using a lightning aspiration tubing (lightning) and a penumbra engine (engine). During the procedure, the technician connected the lightning to the engine and once the aspiration began, the indicator light on the lightning unit turned blinking red. The hospital technician attempted to troubleshoot the issue by disconnecting and reconnecting; however, the indicator light turned blinking red again. The physician opened another lightning, but had the same issue; however he still decided to continue using the second lightning and was able to remove some clot from the patient's body. The procedure was completed using a non-penumbra thrombectomy device . There was no report of an adverse effect to the patient.